Manufacturer narrative:
Additional information: d4 (serial #), d10, g3, h4 d10 concomitant products: lsbddgg2, box zestaw do bariatrii (lot#:0230941143), sigphandle, sig power sigphandle handle (serial#:(B)(6)) egia45avm egia 45 artic vasc med sulu (lot#:n4e2305y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lsbddgg2, box zestaw do bariatrii (lot#:0230941143), sigphandle, sig power sigphandle handle (serial#:unknown), unknown egia su, unknown endo gia sulu (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a roux-en-y gastric bypass (rygb) procedure, the device jaws of the powered stapler could not be opened after firing the load, resulting in the stapler clamping onto the tissue. Despite attempts to open the jaws using the jaw opening button, reset, handle change, shell, and manual jaw opening, there was no response. The surgeon had to pull the load out, which caused a hole in the tissue, necessitating additional suturing. This led to an extended surgical time by one hour and the patient remained hospitalized for two days longer than usual for safety reasons. The patient was discharged in very good condition.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6 correction: b2 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument locked on tissue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.